Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced cart to console o-ring and then performed a leak test; the iabp did not pass the leak test. The stm replaced and torqued the helium hoses and connectors to factory specifications; and performed the leak test which passed within specifications. The stm performed a full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the helium bottle on a cardiosave intra-aortic balloon pump (iabp) would empty overnight. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.